Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staple line was bleeding and staple line content leak. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric bypass (gbp) with circular stapled gastrojejunostomy procedure, the staple line was checked for bleeding and leak using a blue dye. However, several days later, the patient had bleeding at the gastrojejunostomy closure site wherein a linear stapler was used. The bleeding was seen after closing the firing port. This led to approximately two liters of blood loss. Anastomotic leakage was also observed. To resolve the issue the patient had to have gastroscopy, additional (revision) surgery and received (blood replacement therapy) four packs of blood; each 0.5 liters. The patient stayed in the in hospital for five days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric bypass (gbp) with circular stapled gastrojejunostomy procedure, the staple line was checked for bleeding and leak using a blue dye. However, several days later, the patient had bleeding at the gastrojejunostomy closure site. The bleeding was seen after closing the firing port. This led to approximately two liters of blood loss. Anastomotic leakage was also observed. To resolve the issue the patient had to have gastroscopy, additional (revision) surgery and received (blood replacement therapy) four packs of blood; each 0.5 liters. The patient stayed in the in hospital for five days.

Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#n4a2512y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#n3d0670y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.